Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was not deployed at the right position of the access site. There were no reported patient injuries. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back from the distal end of the shuttle. The sealant was protruding from the distal end of the shuttle cartridge. The catheter, the 7f procedural sheath and shuttle cartridge were inspected for anomalies. A kink was observed on the procedural sheath, which may have obstructed the device path during deployment. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, the sealant inside the shuttle tubing was found to have exposed to blood and appeared to have ¿swelled¿. The proximal sealant was found wedged between the catheter and the distal end of the advancer. The condition of the received device indicates the failure may have been attributed to the sealant exposed to blood prematurely. A product history record (phr) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue experienced since the customer reported that it was not deployed at the right position of the access site. However, it is possible that procedural/handling factors may have contributed to sealant becoming prematurely swollen, which can result in an incomplete engagement of the tamp lock and prevent deployment of the sealant. Additionally, the kink observed on the procedural sheath may have obstructed the device path and contributed to the reported incident according to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, if high tension is applied to the balloon catheter during the shuttle deployment step, it can result in a tight seal at the tip of the sheath and as the device is advanced, saline/blood can be trapped inside the sheath which can cause the sealant to hydrate prematurely and increase the profile. This can cause resistance during the shuttle deployment step. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynx grip vascular closure device 6f-7f was not deployed at the right position of the access site. There were no reported patient injuries. The device will be returned for analysis. Additional procedural details were requested but are unknown.